Manufacturer narrative:
The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manual switch worked as intended.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was closed on the appendix and surgeon tried to fire, but blade wouldn't advance. The device would not open after that. The red reverse button was pushed to reverse knife and blade would not come back. The surgeon wound up wiggling the appendix out of the jaws of the device (while bleeding) and fired with a second stapler of same code to control bleeding. There was no change to procedure, no blood products were given, and no patient consequences reported.